Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: images were submitted to medtronic for review. No patient summary was attached for anatomical assessment. Upon review of the images, there was a direct right coronary occlusion after implant due to the nose cone catching on the valve and sliding it up. The cine image provided shows that the valve moved up to a supra-annular position. The 26 pro has a sealing skirt of 13 mm. No patient summary was provided for review of coronary heights. This would correlate with the hemodynamic response that was reported. It appeared there was an effort to post dilate the bioprosthetic valve prior to snaring out of the annulus. The next image after the post dilation and post snare showed a ruptured annulus, a dissection of the right coronary cusp, pericardial effusion, and aortic insufficiency. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. In this event, a conclusive cause of under expansion of valve could not be determined from the information available. Per IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). With limited information available, a conclusive cause for coronary occlusion could not be determined. Cardiac arrest is a known potential adverse effect per the IFU. Unfortunately, a relationship of the reported cardiac arrest to the device or procedure could not be determined with the limited information available. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. With limited information available, a conclusive root cause could not be determined. Dislodge events are typically not related to a device malfunction. A procedure- or valve-related death is an inherent risk when the patient condition is such that a percutaneous aortic valve (pav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. It is unknown if an autopsy was performed and with valve remaining implanted, a conclusive assessment of the relationship between the event and the device could not be reached. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, hypo-expansion of the valve at the level of the ring and leaflets was noted to be evolving. Occlusion of the direct coronary artery occurred. The patient then went into cardiac arrest and resuscitation measures were initiated. Cardiac massage was performed and concomitant migration of the valve occurred, which then resulted in an occlusion of the left coronary artery. A drug eluting stent was implanted in the right coronary ostium. The valve was pulled with a snare in order to free the entrance of the coronary arteries. Resuscitation was performed again, but was unsuccessful. Subsequently, the patient died. The cause of death was not reported.